Event description:
The customer reported that the system's lights came on, but was unable to produce fluoroscopic x-rays. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the cable inside the control panel. The system was tested and found to be working as intended and put back in service.